Manufacturer narrative:
The tech could not duplicate the alleged malfunction but he did find the pendant control was not tight at the connection to the bed frame. He tightened the pendant connection.

Event description:
The account stated the bed head and foot hi/low functions moved on their own.